Event description:
It was reported the rear case is damaged and the external pulse generator was returned for repair. It subsequently tested out of specification during the manufacturer's analysis. No patient involvement reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lower case is broken. It was also found that the main printed circuit board was corroded. The lead flex cover and upper case were broken. The side bail covers, ring cover, side bails and ring were missing.